Event description:
It was reported that a faradrive steerable sheath clear was selected for a catheter ablation to treat an atrial fibrillation. Upon removal of a farawave nav catheter from the sheath, and orion mapping catheter was inserted into the faradrive sheath. Upon aspiration of the faradrive sheath, no air or hemostasis valve leakage was noted. However, during mapping using the orion catheter, it was confirmed that a small amount of saline leaked from the hemostasis valve of the sheath. The leak was continuous at approximately 1 ml per minute. The procedure was completed successfully using the original faradrive sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was confirmed that no air was noted in the patient nor any air leaked. A constant flow of saline leaked during the event. No abnormalities were noted during preparation of the sheath. A pump method of irrigation was used for the sheath with a flow rate of 100ml/h.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that a faradrive steerable sheath clear was selected for a catheter ablation to treat an atrial fibrillation. Upon removal of a farawave nav catheter from the sheath, and orion mapping catheter was inserted into the faradrive sheath. Upon aspiration of the faradrive sheath, no air or hemostasis valve leakage was noted. However, during mapping using the orion catheter, it was confirmed that a small amount of saline leaked from the hemostasis valve of the sheath. The leak was continuous at approximately 1 ml per minute. The procedure was completed successfully using the original faradrive sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was confirmed that no air was noted in the patient nor any air leaked. A constant flow of saline leaked during the event. No abnormalities were noted during preparation of the sheath. A pump method of irrigation was used for the sheath with a flow rate of 100ml/h.